Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a hernia. The patient was diagnosed with a hernia after the start of pd therapy. Per the pd registered nurse, it was unknown if the patient¿s hernia worsened with pd therapy. Treatment for the hernia included hernia repair surgery and reducing the patients¿s pd volumes. At the time of this report, the patient was recovering from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.